Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the meter emitted a error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2014 with the following findings: evaluation revealed error 1 sub code 7: records crc problem occurs immediately when powering meter. Investigators were unable to pair pump and meter and complete required investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.